Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative on behalf of the facility reported that the lens came out with a leading haptic folded the wrong way. It was left implanted with no issue. Additional information has been requested.